Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). The valve was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leak, reflux and magnets. The valve could not be pressure tested, due to the valve stopped programming. The valve was dismantled and was examined under microscope: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the programing issue noted during the investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mecanism and on the base plate.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to change the setting of the valve. The valve was implanted in a pediatric patient on (B)(6) 2012 to treat hydrocephaly secondary to an arachnoid cyst of the posterior cranial fossa. On (B)(6) 2020, the setting was changed 60 to 70mm h2o due to headache. On (B)(6) 2020, the headache started again and when trying to change the setting from 70 to 110, it was impossible to change and the valve was replaced on (B)(6) 2020.